Event description:
The customer alleged cidex opa was needing to be changed every week and the unit was leaking from the bottom. The asp field service engineer (fse) was dispatched, and he replaced the bad skinner valve assay causing tank to overfill. Also, the fse leveled unit. The fse ran a test cycle. System meets specifications. There were not reports of injuries.

Manufacturer narrative:
Conclusion: the valve problem appeared to result in excess water entering the tank, dilution of the disinfectant and reservoir tank overflow. Dilution of the disinfectant will result in the cidex opa failing earlier than normal. A review of the failure mode and effects analysis (fmea) for asp aer indicates for all related failure modes the overall risk number (rpn) associated with leakage are all below the threshold of 100, therefore no further action is required at this time. Due to repeated e01 failure observed at certain customer sites, a CAPA was generated to investigate the root causes. This complaint was part of a retrospective review conducted by asp under the FDA exemption.